Event description:
It was reported the pt was unable to increase his stimulation. An sjm rep met with the pt and observed multiple invalid contacts. Reprogramming was able to recapture coverage of his right hand, but it is very positional and turns off when he turns his head. X-rays were done and showed the lead was fractured. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.